Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the image was flickering due to defective cable, and the coupler was noted to be rusty. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a laparoscopic procedure, the hd autoclavable camera head had flickering image. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, image was flickering occurred because the video function did not work properly due to faulty cable. The cause of the defective cable could not be identified. Olympus will continue to monitor field performance for this device.